Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was used during a pacemaker procedure. It should be noted that the hi-torque guide wires instructions for use (IFU) / intended for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The deviation of the IFU does not appear to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the anatomy resulting in the reported failure to advance and the reported difficult to remove. Manipulation of the device ultimately resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as a snare device was used in an attempt to retrieve the guide wire tip; however, the tip was unable to be retrieved. The tip remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device was not available for evaluation.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during a pacemaker procedure resistance was felt with the anatomy during advancement of the whisper guide wire, the guide wire did not cross through the superior vena cava. Resistance was also felt as the guide wire was pulled back. The tip of the guide wire separated, and a snare device was used in an attempt to retrieve the guide wire tip; however, the tip was unable to be retrieved. The tip remains in the anatomy. An unspecified guide wire was used to continue the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.